Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). (B)(6) 2003, a laparoscopic bilateral salpingostomy was performed, and there were no anomalies noted on an x-ray after the operation. After that, since the patient complained of left-abdominal pain, the CT was performed and the tumor was confirmed in the left side of the descending colon. (B)(6) 2014: the tumor was removed. And, the piece of plastic was found in the tumor. Actinomycete was confirmed in the tumor as a result of pathological analysis. The patient has recovered and has already been discharged from the hospital. The patient had put a ring into the inside of the body for infertility treatment in past times. So, as a result of pathology report, the doctor thinks that the piece of plastic may come from not j&j trocar but the ring. Patient sex: female, patient origin: (B)(6) upon review of the information provided and the surgeon's belief that the plastic piece was part of the infertility ring, this complaint has been voided.

Event description:
It was reported that after a laparoscopic mass excision, a broken plastic piece was found in the removed tumor. The patient had a gynecological operation about 10 years ago. One of possible devices which were used at the initial operation was a trocar of j&j. The product code is unknown. No device will be returning.